Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the injection port was returned in unlocked position; four (4) hooks were retracted. No biological debris was observed. Upon microscopic evaluation it was noted that the septum was punctured 7 times. A leak test was performed on the injection port with a successful result; no leak was found. A blockage test was performed on the injection port with a successful result, no blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. Dimensional analyses of the returned components were performed and meet specification. The investigations concluded that the device was manufactured to specifications and met all release criteria. The device was returned fully functional.

Event description:
It was reported that post implant realize band placement, doing a routine fill the saline squirted back at the surgeon through the needle hole. Then the surgeon attempted to do the fill under fluoroscopy. It was determined that the port was disconnected from the band tubing. During port replacement procedure, the surgeon found tubing disconnected from port, strain relief and locking connector were attached to the port. The tubing was retrieved laparoscopically and was found stuck in adhesions near port in anterior abdominal wall. There was difficulty dislodging the tubing from the adhesions. The tubing was then connected to a new port since clamp was used to remove port rather than applier. The patient received a 4cc fill. There were no reported patient consequences.